Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR was reviewed, and a non-conformance was found that would have contributed to the reported complaint. (Ncmr-27679) the probable cause of high-pressure venous pressure or low arterial pressure is due to doming of the silicone seal, the cause for the domed seal and subsequent leakage is due to an inconsistent application of adhesive and/or lubricant during assembly (CAPA-0009146). The doming of the silicone seal in the tego would have contributed to occlusion and low flow, likely causing the high-pressure venous pressure or low arterial pressure alarms.

Event description:
The event occurred on an unspecified day in january 2025 involving a tego® connector. The reporter stated that they had a high-pressure venous pressure or low arterial pressure by connecting a patient on the dialysis device. The number of problematic devices involved is 2 a day. The event happened during treatment. There was patient involvement, no patient harm but there was a delay in therapy.